Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant, twave oversensing was occurring 400 ms post ventricular sense on the right ventricular (rv) lead. It was also reported that the oversensing was unresolvable with various programming options. The rv lead remains in use. No patient complications have been reported as a result of this event.